Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), the patient reported with bone loss. `implant was removed. Cleaned out site and bone graft was placed.